Event description:
An olympus representative reported to olympus on behalf of the customer that the balloon fell off the evis eus ultrasound bronchofibervideoscope into the patient during an unspecified procedure. The balloon was retrieved. There was no harm or user injury reported due to the event. The customer was unable to provide more information. This event is reported under the following patient identifiers: (B)(6) - balloon; (B)(6) - bronchofibervideoscope.